Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the keypad buttons were sticking. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings: the complaint could not be duplicated or confirmed upon investigation. Evaluation revealed that all buttons are responsive and without tactile changes. The keypad was found to be torn above the down arrow button. The down button contact was fond to be inverted. Unrelated to the complaint, the display lens was found to be significantly scratched, obstructing legibility. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.